Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2014 with the following findings: there was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. Due to the moisture contamination, the pump was unresponsive with both the returned battery cap and a test battery cap. The battery cap was unable to fully tighten to the pump as a result of the battery cap threads being damaged. The battery compartment was cracked in the thread area and below the grip pad. A leak test showed leak at battery compartment cracks. Removed pump case, no evidence of additional moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump would not power on and there was evidence of moisture inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.